Manufacturer narrative:
The cause for the discordant troponin results is unknown.

Event description:
Customer reported discordant troponin results on the instrument. Customer indicated that 3 patient samples were run during a month. There was no report of injury due to this report.